Event description:
User receiving different results on one proficiency sample for lipase and ast. Initial lipase result 3 iu, repeat 74 iu, initial ast 71 iu, repeat 116 iu. No patient samples were affected. The field service representative was unable to determine the cause and could not duplicate the issue. He noted he checked the analyzer. Performance tests were performed which were within specification.